Manufacturer narrative:
H6: investigation summary : it was reported there were multiple defects with product received. To aid in the investigation, four samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed and the syringe barrels have embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301035, lot number 0303684. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escape of the embedded degraded resin syringes, the frequency of inspections were increased. This defect appears to be occurring within our acceptable quality limits. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 2 bd¿ luer-lok syringes from lot 0079578, and 2 syringes from lot 0303684 had foreign matter in them. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: ¿black spots: 2... Brown matter outside piston: 2"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0079578 medical device expiration date: 31-mar-2025 device manufacture date: 19-mar-2020. Medical device lot #: 0303684 medical device expiration date: 30-nov-2025 device manufacture date: 29-oct-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ luer-lok syringes from lot 0079578, and 2 syringes from lot 0303684 had foreign matter in them. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: ¿black spots: 2... Brown matter outside piston: 2"